Event description:
It was reported post implant of a realize band, the patient had approx 8-10 adjustments-total of 8ml in band. Port disconnect was detected because the patient had no restriction and fluid was not returning when filled. The locking connector and strain relief were attached to port and locked. The port was replaced and tubing reconnected. There was no patient consequence.

Manufacturer narrative:
(B)(4): information unavailable, device not returned for analysis.